Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa start date was (B)(6) 2018. It was reported (B)(6) 2019 that the patient had a minor infection around the peg site. A culture was taken and antibiotic augmentin was prescribed. On (B)(6) 2019 it was reported that the culture from the peg site returned negative without any growth. The peg site looks clean with no pain. Peg infection resolved.